Manufacturer narrative:
The technician found the brakes were hard to release and engage and would also get stuck into steer mode due to the brake detent mechanism being cracked. The technician replaced the brake detent to repair the bed.

Event description:
The account alleged they are having difficulty engaging and disengaging the brakes.